Event description:
It was reported that the led on the camera was active and the following error was displayed on screen: "camera infrared lamp is not working properly. This may result in a limited field of view". This was noticed before surgery; therefore, the navio case was aborted and the procedure was performed with manual instruments. The patient outcome is unknown.

Manufacturer narrative:
H10: h3, h6: the device, intended to use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. The surgical user's manual provides instructions in the " troubleshooting information¿ section: "camera error system message: camera infrared lamp is not working properly. This may result in a limited field of view.-you may choose to quit the intraoperative procedure or continue. If you choose to continue, the camera will continue to still function, however, the camera may have limited visibility." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "the procedure was completed with manual instrumentation. The patient outcome was not provided. No further medical assessment is warranted at this time; should clinically relevant documentation become available in the future, the medical investigation task may be re-evaluated." Visual inspection found the exterior condition shows minor wear (smudges). During functional evaluation, the reported complaint was confirmed. The camera illuminator failure error occured while attempting an aak assessment. The amber error led is present. The camera event log was evaluated and it showed numerous illuminator errors between (B)(6) 2019 - (B)(6) 2020. The camera was connected to a system and case (cut mode) for 4 hours. The infrared lamp error was present. This failure is an identified failure mode within the risk assessment. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.